Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop sarcoidosis. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sarcoidosis lung disease. This event is assessed as not related to the device in this case and therefore is not a reportable injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. During the investigation, the manufacturer observed an unknown contaminant on the sd module flip doors and on the front panel. An unknown dust contaminant was observed on the front panel, rear panel, bottom enclosure, blower, blower seal, and blower box. Evidence of liquid ingress was observed to the blower and blower box. A keratin-like substance was observed on the blower box outlet. The manufacturer concludes there was no evidence of sound abatement foam degradation. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience a heart attack, headaches, and nasal/throat irritation and the hose on the device gets hot. There was no medical intervention required by the patient. The reported event of heart attack and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.   The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the deice at the distributor and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.   Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.